Event description:
Additional information received reported that the patient accidentally turned the device off. The return of urgency symptoms was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0v1xu, implanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
It was reported that the patient had poor communication on the patient programmer. At the hospital after implant the manufacturer representative had a hard time getting the patient programmer to connect to the implantable neurostimulator (ins). The patient was recently implanted and there could have been some swelling. Four days ago, the patient was unable to adjust stimulation, had poor communication, and stimulation was off. The patient had the stimulation for fecal and urinary and experienced a loss or change in therapy. It was helping their symptoms, but then the patient had a sudden return of urgency symptoms 3 days ago. The patient was going to up it, but after connecting they only saw the poor communication screen on the programmer. The patient's therapy was not on. The patient may have accidentally pressed the ins off button when using the programmer, but they were not sure and didn't know what they did. After turning the ins on the patient could feel stimulation now. The patient was on program 2 and increased to 1.3v. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.